Event description:
It was reported that the procedure was to treat a de novo, heavily calcified and heavily tortuous vessel in the left anterior descending (lad) artery. The 4.0x33mm xience sierra stent delivery system (sds) failed to cross the lesion due to the anatomy. It was noted that the shaft was broken after removal of the device from the anatomy. An unknown device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.